Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4), 2012.

Event description:
Per the clinic, the patient reported dizziness and non-auditory sensation with device use. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.